Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): the device has not been returned.

Event description:
It was reported that the probe on the basal tip of the device broke off when the doctor removed the device from the patient. The doctor was able to remove the tip from the patient. The procedure was completed using a back-up device.

Manufacturer narrative:
The device was evaluated and the most probable cause for the stained auger was as identified as a bent auger event. It causes friction and vibration between the cannula and auger (probe), consequently, the auger could jammed inside the cannula or the friction between the cannula and auger heats up the probe material (changing to a darker color) and eventually it could cause the auger (probe) and /or the cannula breakage. Therefore, the claimed stained auger condition was confirmed.

Event description:
It was reported that the probe on the basal tip of the device broke off when the doctor removed the device from the patient. The doctor was able to remove the tip from the patient. The procedure was completed using a back-up device.